Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Event description:
The complainant reported the 83-year-old male patient had the impella cp attempted to be implanted and the tortuous iliac caused a kink in the long sheath and the sheath was switched out for a short sheath and the pump passed through, but kinked at the body of the cannula. A buddy wire was attempted and failed. An edwards 16fr sheath was used and the pump passed through, but the buddy wire kinked and pulled back and the position of the impella was lost. The impella insertion was aborted.

Manufacturer narrative:
The investigation for the introducer damage and cannula kink has been completed. Pump was not returned for investigation. Clinical mentions that the patient had tortuous iliac which was causing the sheath and the cannula to kink once the long sheath was switched to a short sheath. Multiple techniques such as edward sheath and buddy wire were also tried but were unsuccessful due the tortuous vessels. Therefore, the root cause of the product damage issue was a kinked cannula due to patients tortuous vessels. The root cause of the introducer damage issue was a introducer sheath kink due to patients tortuous vessels.